Manufacturer narrative:
The device history records have been reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the implanted vascular stent was found to be fractured at the proximal end during a follow-up sonography. No restenosis was identified; however, reportedly the patient suffered from symptoms of a restenosis. An angiography has been scheduled for closer investigation.

Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The actual complaint sample was not returned. On the basis of the evaluation of the images provided, it could be confirmed that a stent placed in the sfa was found fractured upon 12 months follow up investigation. The fractures were classified as multiple tine strut fractures. Potential factors that could have led or contributed to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may have led or contributed to a subsequent stent fracture. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre- and/or post-dilation, as well as highly calcified vessel, patient condition or the vessel anatomy may have resulted in an irregular placement of the stent. In stent restenosis may be related to the general condition of the patient, to the vascular conditions of the patient, to medication, or to the stent fracture identified. Insufficiently or not performed balloon dilation may be also contributing factors. In this case balloon pre-dilation was performed, the vessels were found heavily calcified, and the stent could be placed without difficulty. Based on the information available and the evaluation of the images provided, a definite root cause for the event reported could not be identified. The IFU accompanying the device addresses potential risk and complication during and after use. As per IFU 'stent fracture¿ and 'restenosis' are potential adverse events that may occur. The IFU further states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established". The IFU describes correct and proper deployment of the stent. Furthermore, the IFU further states that pre-dilation of the lesion should be performed using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that the implanted vascular stent was found to be fractured at the proximal end during a follow-up sonography. No restenosis was identified; however, reportedly the patient suffered from symptoms of a restenosis. An angiography has been scheduled for closer investigation.